Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
A site reported, while outside of a procedure, the imaging system was turned on to move and started beeping. The system was restarted twice with no resolution. It was not scheduled to be used and was powered down after moving it. There was no patient present when this issue was identified. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Correction: follow up MDR sequence 1 was filed with the incorrect aware date which should have been (B)(6) 2018. The system control board was returned to the manufacturer for analysis. Analysis found that the system operated as expected and no fault was found.

Manufacturer narrative:
The system control board was returned to the manufacturer for analysis. Analysis found that the system operated as expected and no fault was found.